Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The first date recorded in the memory log was 13th january 2016 when the device recorded two manual power ups. As this is a 2006 device and the first log entry is in 2016, it is likely the memory log was erased prior to this date. No further log entries were recorded after this date. The returned pad-pak was inserted into the device. The device did not power up. A test pad-pak was inserted into the device. The device was manually powered up and passed a self-test. Investigation was unable to replicate the reported fault. There were no ten minute manual power ups recorded in the history log. The device was also stress tested between 0 and 50 degrees celsius with a known good pad-pak and the returned membrane fitted for 48 hours. The device did not turn on or display any fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.